Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer stated that the plastic screen was cracked. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No crack was found on the insulin pump screen noted during visual inspection. (B)(4).